Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power intermittently without user intervention. The reporter stated that a rechargeable battery was being used, and customer technical support (cts) provided instructions that the owner's guide advises against use of this type of battery. Cts advised the reporter that the incorrect battery type may or may not have caused the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed no alarms or evidence of power loss associated with this complaint. The data from the time of the reported incident was unavailable due to continued pump use. No damage was found to the battery compartment. During testing, the pump powered on normally. The pump was exercised for 24 hours and no power issues or alarms occurred. The battery cap was found to be within specifications and attached securely to the pump. The pump cover was removed and no damage was found to the power circuit.